Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was 260 mg/dl. However, the customer stated the cause was due to stress prior to the malfunction. Customer stated bg level was not related to the malfunction. Customer will address bg level by administering a manual injection once alternate insulin therapy is obtained. Customer declined further follow up from tandem technical support.